Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when inserting the humeral stem, the surgeon was not happy with the final implant fit. He then decided to implant a component one size larger.